Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 590 mg/dl at the time of incident. The customer's current blood glucose is 180 mg/dl. The customer was treated with insulin drip in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. Customer states auto mode feature was not active. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.